Event description:
It was reported, that a patient was on a resting period for intrusion of teeth #23 #26. When gum recession was noticed in the photos sent. After reviewing, the doctor of dental surgery notes, it was advised to refer the patient to their dentist, due to gum recession concerns. And recommended they seek in-person chairside treatment for any further orthodontic needs.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.